Event description:
It was reported that stent dislodgement occurred. The 2.25mm x 12mm promus element plus stent was selected. However, when the mandrel was removed, it was noted that the stent was dislodged. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent protector and product mandrel were returned. A visual examination of the returned unit confirmed that the stent moved distally 7mm from the distal edge of the proximal markerband. The stent was also damaged throughout. Struts were bunched from the mid to proximal sections and the distal stent struts were also misaligned. The hypotube was kinked at various locations along its length which is typical of excessive force being applied to the catheter during handling. A bi-component break was confirmed at 51mm from the catheter tip. A spacing of 6.5mm between the broken sections of inner was noted. No further damage was present. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 2.25mm x 12mm promus element plus stent was selected. However, when the mandrel was removed, it was noted that the stent was dislodged. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).